Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2009. The pt's anatomical form was suitable for aaa repair. However, the contralateral (right) access vessel was tortuous and had partial stenosis, thus conversion to converter placement had been planned in advanced to the procedure if contralateral (right) access was unable. A ipsilateral (left) iliac leg was placed as prescribed without problem. However, contralateral cannulation was found to be difficult as expected. Therefore, the physician performed converter placement with coil embolization of the right internal iliac artery. When withdrawing dilator and gray positioner of the converter delivery system, blood leaked out from the hemostatic valve. The physician withdrew the whole delivery system, and performed fem-fem bypass with ligation of the right common iliac artery. The pt didn't show any post procedure symptoms due to this observation.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.